Event description:
It was reported that the patient was admitted to the emergency room with supraventricular tachycardia. It was discovered that the left ventricular (lv) lead was fractured. The lead also had high impedance and no capture at maximum output. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0157 competitor defibrillation lead (B)(6) 2003; 4470 competitor pacing lead (B)(6) 2003. (B)(4).